Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire break occurred. The target lesion was located in the left anterior descending (lad) artery. A 182 cm j choice¿ pt guide wire was used. In the middle of the procedure, the guide wire kinked and broke in half outside of the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that guide wire break occurred. The target lesion was located in the left anterior descending (lad) artery. A 182 cm j choice¿ pt guide wire was used. In the middle of the procedure, the guide wire kinked and broke in half outside of the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Unit returned with its original pouch. The unit returned has distal end damage, as part of overall visual revision. The device has the distal tip kinked, also it has the wire broken in the middle of the device. All the outer diameter (ods) taken and all of them are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).